Event description:
The customer contact reported the silicone sleeve of the clave secondary port remained in the depressed position. On an unspecified date, the primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the secondary clave port on the cassette of the primary tubing set for piggyback delivery of an unspecified concentration of an unspecified antiemetic. The customer contact reported that after the piggyback delivery was complete, the nurse disconnected the secondary tubing set from the clave secondary port. At this time, the customer contact reported that the silicone sleeve of the clave secondary port remained in the depressed position. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.